Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported (B)(6) 2015 in the morning, blood glucose was too high (16 mmol/l). Attempted correction with pump with no success (bg level 19 mmol/l). Customer noticed that the transfer set connector piece was separated from the tube, insulin leaked out. No adverse event reported. A request was made for the return of the device.